Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer believed the cause of the occlusion was due to sleeping on the infusion tubing and site, and stated that the tubing was "wadded up". Reportedly, the customer straightened the tubing and stopped leaning on the site and the occlusion alarm did not recur. Customer reported no kinks or damage to the tubing or site. Customer declined to perform system check with tandem technical support.